Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Based on the hi reading from the meter's memory (as per the complaint's details), the most likely underlying root cause is user has high glucose value. During the follow-up call from (B)(4) 2015, user's girlfriend explained that they are visiting/camping a park in another state and are staying in their mobile home car and therefore could not provide an address for replacement products. There were 6 follow-up calls performed to reach the customer to coordinate a product replacement, but the phone number was disconnected and no home address is on file for the user.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer reported symptoms of blurred vision, extreme fatigue, excessive thirst, and frequent urination. Medical attention is reported on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Blood glucose test performed upon arrival to hospital on (B)(6) 2015 using hospital's meter with result of 565 mg/dl. Blood glucose test performed on evening of (B)(6) 2015 with hospital meter with result of 224 mg/dl. Blood glucose test performed prior to call on (B)(6) 2015 produced result of e-3 error message. Storage of product is not verified. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015; test strips are expired due to being open for more than 120 days. The meter memory recalled for test results performed: (B)(6).